Event description:
It was reported that a blocker loosened insitu after an unknown period of time. Patient underwent revision surgery to replace the hardware.

Event description:
It was reported that a blocker loosened insitu after an unknown period of time. Patient underwent revision surgery to replace the hardware.

Manufacturer narrative:
The customer reported event was confirmed via correspondence and x rays. The blocker was inspected and it was found that the bottom of the blocker had very light rod indentations which is expected when the blocker is under tightened (less than 12nm of torque applied) during final tightening. Witness marks on the returned rod confirmed the blocker was loose and caused the rod to move around post operatively. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. It was reported that the blocker was found loose via an x ray and a revision surgery was performed. There are a combination of factors that may have contributed to the event. Inspection of the blocker found that the rod indentations were lighter than expected for 12nm of torque applied, which indicates that the blocker may have been under tightened. According to the IFU, the torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. Additionally, the patient was described to be obese, which is a contraindication listed in the IFU which can lead to failure of the fixation of the device or to failure of the device itself. Additionally, it is unknown what the patient's post op activity, and excessive post op activity could cause the blocker to loosen.